Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure with a patient presented with distal radius fracture, the doctor inserted the va locking screw over the aiming block using with torque-limit-screwdriver. Reportedly the va locking screw penetrated the most distal radial side hole. The doctor backed out the screw a little and left it in its proper location without locking. This is 1 of 2 reports for this complaint.